Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited intermittent non-sustained ventricular over-sensing events which occurred on (B)(6) 2020 and (B)(6) 2020. It was noted that the over-sensing events were due to crosstalk or sensing of the atrial pace on the ventricular channel. Programming changes were discussed. No interventions were made at this time. There were no consequences to the patient.